Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl. Customer was treated with food for low blood glucose level. Customer also reported that they had issue with sensor communication error. The insulin pump will not be returned for analysis.